Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, two high-strength sutures were inserted using a footprint ultra peek suture anchor. However, during the process of hammering the anchor broke and the broken anchor head could not be removed and was embedded in the bone. The procedure was completed using an sn backup device in the original bone hole. There was a delay of less than 30 minutes. No further complications were reported.

Event description:
It was reported that during an arthroscopy, two high-strength sutures were inserted using a footprint ultra peek suture anchor. However, during the process of hammering, the anchor broke, resulting in the broken anchor head being embedded in the bone, so it could not be removed, but the body was removed. The procedure was completed using an sn backup device in the original bone hole. There was a delay of less than 30 minutes. No further complications were reported. Patient status is good.

Manufacturer narrative:
Additional information: b5, d9, h3, h6 (health effect - impact code). Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. The anchor assembly was returned with a fractured distal end. The green suture was returned with no visible defect, the insertion device has no visible defects, and bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.